Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 980 ventilator did not pass the power on self-test (post). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). A covidien field service engineer (fse) inspected the device and verified the reported condition. In order to address the reported condition, the exhalation valve assembly was replaced. The fse performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.